Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds. The lead was capped and replaced. The patient was feeling well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.